Event description:
The customer reported several drops of fluid dripped from fitting #9 on the blood sampling valve (bsv) in the open vial mode involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not affected. There was no patient impact associated with this event. The customer performed troubleshooting by disconnecting the tubing from the fitting and trimmed ¼ inch from the end and reconnected the tubing to the fitting. The customer dried the fitting and cleaned the alignment bar on the bsv to ensure the sections are aligned correctly then completed several cycles. No further evidence of fluid leak was noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak and in addition the latron control differential scatter was low. The fse discovered a broken blood sampling valve (bsv) knob and replaced the knob to resolve the fluid leak and the latron control recovery issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).